Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed as no relevant imagery or device provided for evaluation. A review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ''at the end of the inflation the commander delivery system burst''. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and etc.). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary written by edwards lifesciences. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Due to limited information and unavailability of device, a definitive root cause was unable to be determined at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, a product risk assessment escalation and corrective/preventative actions are not required.

Manufacturer narrative:
A 26mm commander delivery system was returned locked position with fine adjustment 50% used and the flex indicator was in straight position. The full loader assembly remained on the flex shaft. The returned device was evaluated and the following was observed: the balloon was burst longitudinally and radially, from shoulder to shoulder along the inflation balloon area. The distal portion of the balloon was separated from delivery system. No missing balloon material. The guidewire lumen and distal nose tip completely separated. The balloon coil with adhesive material balloon spring stretched out. Dimensional testing was performed and the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements met specification. The complaint was confirmed by visual inspection of the returned device. No manufacturing non-conformance's were identified during the evaluation. In this case, available information suggests that patient (calcification) and/or procedural factors (over inflation, withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint events.

Manufacturer narrative:
Update sections d9 and h3. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection was performed and the following were observed: balloon burst was confirmed; longitudinal and radial tear from shoulder to shoulder along the balloon inflation area; distal balloon separated from the delivery system. No missing balloon material; balloon guidewire and nose tip separated. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien3 valve, the delivery system balloon burst at the end of inflation. The valve was implanted successfully. There was no patient injury. The patient is stable post procedure.

Manufacturer narrative:
Investigation is ongoing.